Event description:
The customer reported that the system would shut down without command during cases. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.